Event description:
Account reports: while wearing product employee developed breathing difficulty and swelling of her lips. The employee required a visit to the emergency dept and received medical treatment. The medical report was not available. The employee returned to work later that day. Account sent a letter which indicated that it is possible that the perceived allergic reaction was not at all caused by the product. The employee was out ill with a cold several days following this incident. The employees states that maybe the cold was the problem or the perfume the pt was wearing during the procedure.